Event description:
Complainant alleged that during the biomedical dept's routine testing and preventative maintenance, the device was unable to obtain ECG traces or deliver shocks through the multifunction cable. The complainant indicated that there was no pt involvement in the reported failure.